Event description:
It was reported that during a heavily tortuous obtuse marginal artery stenting procedure, after lesion pre-dilatation, a 2.25x23mm xience nano rx stent delivery system failed to cross the mildly calcified lesion. The device was removed without issue and a 2.25x12mm xience nano rx stent delivery system was advanced through the 6 french guiding catheter and guide liner. When the system exited the guiding catheter, the stent was no longer on the balloon. The physician took the balloon and performed some additional pre-dilatation. After deflation, the balloon was taken into the guide catheter and to ensure the stent was removed in the catheter, it was minimally inflated to about 1 atmosphere. Then the guide catheter, guide liner and stent delivery system were removed as one unit without issue. There was no adverse patient sequela and no clinically significant delay in procedure. A 2.25x12mm promus stent was used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation and the stent dislodgement was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.